Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97715 (nme850340h); product type: 0197-implantable neurostimulator; implant date (B)(6) 2024; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt had two ins batteries and the one that was just put in was not coming on like it should and they did not know why. Pt said the issue had been off and on since the spring for this happened originally and they got it to switch on. Pt could get stimulation on or off but it reads off and they could not get it on. During call agent walked pt through showing them how to turn stimulation back on. The troubleshooting steps that were taken on the call resolved the issue.